Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 180mg/dl. A system check was performed and the pump performed as intended. No damage to the infusion set cannula was observed. Reportedly, the customer uses apidra insulin in their cartridges. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump. Reportedly, the customer reverted to manual injections for insulin therapy until a switch to a different insulin type indicated to be used with the pump occurred. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.